Event description:
"Cx case: (B)(4), agent note on (B)(6) 2022: cust is on the way to the dentist; she cracked one of her molars, causing severe pain, and she may need the tooth extracted. She said it was an emergency." Received pct case: (B)(4) on 2/23/2022. Customer's description states they had "3rd bottom right molar removed, in order to wear aligners. Possible too right back molar root canal.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.